Event description:
This lead was implanted on april 02, 2001, was capped on (B)(6) 2012 due to infection. The physician was (B)(6) at (B)(6) center in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).